Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer stated that she was hospitalized due to low blood glucose of 47mg/dl. The customer stated that she was connected during rewind/prime. Reviewed the programming and found an error. The reservoir was showing less insulin than the status screen shows. The customer mentioned that her schedule has changed and she was not able to eat lunch or have a break. No further info was provided.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind, basic occlusion, prime and displacement tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.